Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 5568-53, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. The allied health professional (ahp) that had called in stated that the patient had no previous history of twos, and that with in-office testing the ahp was able to make twos appear any time they forced pacing. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.